Manufacturer narrative:
As reported, the head of the capsure fastener fell off while fixating and retrieved from body. The evaluation of the returned peek cap of a fastener finds the fastener is broken. The break occurred because of the coil wire failing just under the head of the fastener. The most probable cause of this fastener failure is the fastener being driven into a hard structure such as bone and the device torque being high enough to cause failure of the coil wire under the head. In that case the fastener coil would be embedded in tissue and would not be visible to the surgeon. Review of manufacturing records shows product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precaution section of IFU states, ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, the capsure fixation device was used to fixate a mesh. It was reported that while fixating the final fastener the head portion of the fastener fell off and it was retrieved from the body. The procedure was completed with the same device. There was no patient injury.